Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. The patient condition was good.